Manufacturer narrative:
DHR we reviewed the DHR for so-sr04542451 / patient ID# (B)(6) / site ID# (B)(6), qty. (B)(4) items assy-500011 (aligners) were packaged by the first shift by auto bag-and-box operation on (B)(6) 2024, manufacturing supercell sc1, equipment pua-07. The sales order was inspected and met with the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing this so-sr04542451. Raw material: part-501019 / lot# 233743 / qty. Received = (B)(4) roll, inspection date: (B)(6) 2023. The material was found to be acceptable for use in the manufacture of the sure smile product. Photo investigation: the evidence provided (allergic reaction checklist) the customer declares having an allergy to some medications (epinephrine, oxycodone, steroids, anti-inflammatories). They also state that no allergy tests were conducted on the patient for the product. Return we received the return of 1 box (12 aligners) from sales order so-sr04542451, patient ID: (B)(6). We found the packaging bag of the stage 5 aligners to be open. We inspected the aligners and did not find any anomalies in their design and/or specifications.

Event description:
In this event, it is reported, that a patient experienced allergic reaction to the nontemplated aligner arch.

Manufacturer narrative:
While, it is unknown, if the device used in this case caused or contributed to the patient¿s symptoms. It is possible, as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response. And subsequent, exposure to the same material. Therefore, this event meets the criteria for reportability, per 21 cfr part 803. The device is available for evaluation. Though has not been returned as of this report. Evaluation results will be submitted, as they become available. Additional information regarding the patient outcome has been requested. And will be submitted, as it becomes available.